Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2008. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; anal pain; rect pain; oth pain (bladder); pain inter; diff bowel; rec incont; aggrav incont; psych. Surgical interventions: 2008 the patient underwent further surgery regarding the advantage implant for the following purpose: revision. Nonsurgical treatments: 2008 the patient commenced pain medication: general pain relief. Treatment duration: 8 years. On (B)(6) 2015 the patient commenced incontinence medication: betmiga. Treatment duration: last 5 years. On (B)(6) 2008 the patient commenced psychological medication: endep for the treatment of: anti-depressants. Treatment duration: 13 years. On (B)(6) 2008 the patient commenced other medication (please specify): triprim. On (B)(6) 2009 the patient commenced topical treatment (including oestrogen cream): vagifem. Treatment duration: 7 weeks. On (B)(6) 2008 the patient commenced other medication (please specify): hipprex. Treatment duration: 13 years. On (B)(6) 2009 the patient commenced other medication (please specify): vesicare. On (B)(6) 2011 the patient commenced psychological medication: cipramil.